Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the surgeon. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: liner: 0001822565-2019-00816, cup: 0002648920-2019-00130, stem: 0001822565-2019-00819, neck: 0001822565-2019-00820.

Event description:
It was reported patient¿s hip was revised approximately 10 years post implantation due to elevated cobalt levels, hip pain, possible immune condition called mast-cell activation syndrome, and symptoms consistent with cobalt encephalopathy. Explanted head appeared to have some corrosion on the taper. The surgeon noted black residue was found in the surrounding tissue. The head and liner were exchanged. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was considered confirmed by review of surgical notes. Review of the device history record for identified no deviations or anomalies. Review of x-ray report received dated (B)(6) 2018 identified no abnormal periprosthetic lucency. The femoral prosthesis appeared well positioned within the acetabular prosthesis. No evidence of complication was noted. Scattered regions of heterotopic ossifications were identified overlying the right hip arthroplasty. Review of revision operative notes confirmed that the patient underwent revision of the right hip due to altr. Upon dislocation of the hip, external corrosion was evident at the head and neck junction. It was noted that the poly liner showed some signs of wear. The socket was debrided and the corrosions debris was scraped off the taper of the femoral neck. Root cause was unable to be determined. Concomitant medical products: part: 00784802200, kinectiv modular neck, lot: 61190321, part: 00630505032, xlpe 0deg poly liner, lot: 61263123, part: 00625006525, bone scr 6.5x25 self-tap, lot: 61319981, part: 00620005222, shell porous with cluster holes 52 mm o.d., lot: 61283592, part: 00771301000, modular femoral stem press-fit plasma sprayed cementless size 10, lot: 61231837. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.